Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2015. Daily battery trend data shows gradual rise of battery impedance. Early rrt alert without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached end of service (eos)after being implanted for only seventeen months. The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.